Event description:
Consumer states that she has had the emts at her home 6 times in two weeks with regards to the meter not reading accurately. Consumer states the meter the emt used gave a reading of 27 while the plink gave 76.

Manufacturer narrative:
Awaiting return of product to conduct quality investigation.